Manufacturer narrative:
A visual inspection and detailed analysis were performed on the returned device. The reported difficulty removing the guide wire from the orbital atherectomy device (oad) was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty removing the guide wire from the oad appears to be related to user error. The guide wire was returned engaged in the oad. Analysis identified spring tip coil damage. The guide wire was removed distally from the driveshaft with resistance due to biological material accumulated at the crown. Detailed analysis of the guide wire spring tip shows evidence of being spun over by the oad driveshaft. There is rotational damage with a filar fracture visible. The peripheral oas instruction for use (IFU), warns: ¿never advance the orbiting crown to the point of contact with the guide wire spring tip or other distal device. The maximum travel of the crown advancer knob¿and therefore the shaft tip, is 15 cm. Moving the crown advancer knob forward moves the shaft tip an equal distance toward the guide wire spring tip. When moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip (or other distal device) and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip (or other distal device) is insufficient, the shaft tip may damage the guide wire spring tip (or other distal device) and result in device or component dislodgement. Distal detachment and embolization may result.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that following treatment of a tibial artery, the diamondback peripheral orbital atherectomy device (oad) became stuck on the viperwire peripheral guidewire. An attempt was made to remove the oad with glide assist, with flushing during removal, and the oad and the guidewire were removed successfully. It was noted that no attempt to pull the wire by the tip was made and the physician was unaware of the spring stuck in the driveshaft. The procedure was completed with a replacement guidewire for angioplasty that was performed. The patient was stable. Analysis on the returned device identified a spring tip coil damage on the viperwire peripheral guidewire.